Event description:
The customer reported low battery alarms. Troubleshooting was performed. The battery contacts are fine. Instructed customer to clean battery carrier contacts with q-tip and alcohol. During the call the customer was hospitalized a month ago due to high bgs and was spilling ketones. The customer had problems with low bgs, but bgs currently are fine. Customer has a lot of stress. Customer declined to troubleshoot the device. Instructed customer to call the help line if problem continues.